Manufacturer narrative:
This report has been identified as b. Braun (B)(4). The device is currently on shipping from us to b. Braun (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.

Event description:
As reported by the importer: pump was administered to pt but did not infuse.